Event description:
Additional information was received from the manufacturer representative (rep). The rep stated on (B)(6) 26, patient had a cardiac ablation and cardioversion procedure performed. After procedure was when service code 323 appeared, system error and quick depletion occurred. Patient will have a consult with physician to discuss replacement of device. The issue was not resolved. (B)(6) 2026 e2 (rep): additional information from the rep indicated that the patient being "hit with paddles" was referring to their cardioversion procedure on (B)(6) 2026. The device remains implanted. The patient is still waiting to see a physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-03: information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller reported the patient had a cardiac ablation and was also "hit with the paddles" on (B)(6). Caller stated the implanted neurostimulator was turned off but immediately after the procedure, patient was unable to turn device back on and was seeing error codes and the device was depleting quickly (it was 70% at 10 pm and by 9 am the next morning it was completely dead). Caller was with the patient at the time of the call and reported seeing system error code 0x1775eca4. Caller attempted to interrogate and received "therapy turned off, cannot provide the therapy, settings are too high; all amplitudes will be set to 0" followed by system error 0x1775eca4. Agent walked caller through performing a device reset using the tablet. Caller had difficulty reconnecting to the device afterwards and ending up closing out of the app, changing the communicator batteries and using "find device" instead of "find previous device" but then received "device reset, the system had detected a reset' with por codes 0x10 and 0x80000000, followed by system error 0x1775eca4. Caller attempted to reinterrogate and received same "therapy turned off" message and system error 0x1775eca4. Caller then attempted to connect with the handset and communicator and got service code 323 and therapy was off and all amplitudes were set to 0 ma. Caller was able to turn therapy on but upon trying to increase stimulation, they received service code 323. The issue was not resolved through troubleshooting. The caller was redirected to the patient's healthcare provider to further address the issue. Agent reviewed that device was likely damaged by cardioversion and reviewed that replacement should be considered. Agent escalated case to principal scs agent. Updated managing hcp. No symptoms were reported. On (B)(6) 2026: additional information was received from the manufacturer representative (rep). The rep stated on (B)(6) 2026, patient had a cardiac ablation and cardioversion procedure performed. After procedure was when service code 323 appeared, system error and quick depletion occurred. Patient will have a consult with physician to discuss replacement of device. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: a72400, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a72400, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.